Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. It also indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an inappropriate shock when a right ventricular (rv) lead alert was triggered for high right ventricular (rv) coil impedance. Lead impedance trends indicated fluctuations in both the rv and superior vena cava (svc) coils. The high impedance was exhibited when the patient raised their left upper arm. In addition, there had been increased sensing integrity counter (sic) counts. The lead was initially reprogrammed. It was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.